Event description:
It was reported that the cage was fractured while removing to reposition it into l5/s1 disc space. All broken fragments were removed. Surgical delay of 45 minute was reported. The surgery was completed using another cage of identical size. No adverse consequences to the patient was reported.

Manufacturer narrative:
Method: product history review, complaint history review, nc/CAPA history review, labelling review, risk assessment result: the reported event was confirmed via email correspondence. Device was not returned, therefore, the device evaluation could not be performed. Manufacturing history review was performed on the reported lot# no manufacturing related issue was found. It was reported that the cage fractured when a slap hammer applied to back it out for reposition. The cage was inserted at an oblique angle using a heavy hammer. The surgeon noticed the cage had twisted so attempted to twist before being told to stop. Conclusion: due to the lack of information and without returned device, when the cage was fractured cannot be determined. However, the cage fracture is likely due to either over twisting during insertion or over-impaction during removal for reposition.

Event description:
It was reported that the cage was fractured while removing to reposition it into l5/s1 disc space. All broken fragments were removed. Surgical delay of 45 minute was reported. The surgery was completed using another cage of identical size. No adverse consequences to the patient was reported.